Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak and capsular contracture baker grade unknown.

Event description:
Patient reported left side 'significant health problems' and later specified capsular fibrosis baker grade unknown, silicone bleeding, fatigue-ndr, palpability, ¿persistent¿ stomach burn, pain in the liver area¿, ¿insomnia¿, ¿stomach problems increase¿, ¿severe bloating¿, ¿menstruation stops¿, nausea-ndr ¿constant hot flashes, menopause symptoms¿, ¿menstruation still absent¿. Device has been explanted.

Event description:
Patient reported left side 'significant health problems' and later specified capsular fibrosis baker grade unknown, silicone bleeding, fatigue-ndr, palpability, ¿persistent¿ stomach burn, pain in the liver area¿, ¿insomnia¿, ¿stomach problems increase¿, ¿severe bloating¿, ¿menstruation stops¿, nausea-ndr ¿constant hot flashes, menopause symptoms¿, ¿menstruation still absent¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. A review of the device history record has been completed. No deviations or non-conformances noted.